Event description:
The reporter stated that during a surgical procedure, he was attempting to take a split skin graft from the patient's leg to use in a penile reconstruction. The graft was too fragile to be used. The thickness of the graft does not correlate to the thickness that is dialed. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported information.